Event description:
Customer reports receiving results of 164mg/dl on his device and 400mg/dl on the dr's device within 10 minutes. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.